Event description:
It was reported that the physician commented that difficulty has been experienced removing the protective sheath from one of the two nc trek balloon catheters used in the event during preparation; however, it is unknown if it is the 3.5x12 mm nc trek or the 3.0x6 mm nc trek that had the difficulty with the removal of the sheath. Removal of the sheath required excessive force or the use of another instrument to remove the sheath; however, the balloon catheter was able to be used successfully on the patient without any adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.